Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via telephone call that their insulin pump was experiencing battery issues and that the reservoir would not stay in the pump anymore. Blood glucose level at the time of call was 110 mg/dl. Customer indicated that the top plastic o-ring broke off of the reservoir compartment. The device will not be returned for analysis.